Event description:
Patient reported left side rupture diagnosed by MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.

Event description:
Patient reported left side rupture diagnosed by MRI. The device has been explanted.